Event description:
It was reported that, "part of the instrument that allows it to bend and cut the wire broke off so it can no longer function correctly. Found before the surgery so never entered into surgery".

Manufacturer narrative:
Device analysis in process but not yet complete.